Event description:
It was reported, the patient¿s lead was replaced due to ¿high impedances.¿ it was noted that no further information was available at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 3487a, serial# unknown, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).